Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# unknown, product type: catheter. Product ID: 8590-9, serial# unknown, product type: accessory. (B)(4).

Event description:
It was reported that a catheter had a micro-tear/pin-hole leak. The issue occurred approximately 1.5 years ago. The proximal end of the catheter was revised. It was not known if the event was previously reported. A follow-up report will be submitted if more information becomes available.